Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported by a getinge clinical support specialist , that during in-service, the cardiosave intra-aortic balloon pump (iabp) displayed a fiber optic sensor module failure. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The initial reporter named in block e1 is a getinge employee who has different contact details from that of the event site, and has the following contact information: (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was unable to reproduce the reported issue. However, the fse was able to verify the reported issue in the logs and opted to replaced the fiber optic module. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during an in-service clinical education performed by a getinge clinical support specialist, the cardiosave intra-aortic balloon pump (iabp) displayed a fiber optic sensor module failure. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during an in-service clinical education performed by a getinge clinical support specialist, the cardiosave intra-aortic balloon pump (iabp) displayed a fiber optic sensor module failure. There was no patient involvement, and no adverse event reported.